Manufacturer narrative:
(B)(4). Evaluation of the product is currently being performed.

Event description:
Procedure type: interspinous fusion. According to the reporter: the torque handle didn't click over during surgery.